Event description:
It was reported the pt developed an erythematous macule papular rash and was given medication and calamine lotion for treatment. The rash was not considered serious, however, the rash had reportedly continued. Additional concomitant medical products: medication and calamine lotion for treatment of rash, started in 2003.